Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no device malfunction reported that could have contributed to the event. Bradycardia may occur during this type of procedure and as listed in the product instructions for use, it is a known observed adverse event associated with the use of the product. As part of the manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. Although a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined; there was no indication of any product deficiencies which could have contributed to the patient effects.

Event description:
It was reported that the day after the implantation of the xact stent in the left internal carotid artery, the patient had asymptomatic bradycardia with the heart rate in the 40s requiring placement of a permanent pacemaker. The patient was discharged seven days after the carotid stenting and the event resolved. There was no additional information provided.